Event description:
Patient with history of dilated nonischemic cardiomyopathy complicated by severe lv (left ventricular) systolic dysfunction, mild rv systolic dysfunction, severe mitral regurgitation, and paroxysmal atrial fibrillation in secondary to alcohol, cocaine, and methamphetamines use, who is s/p heartmate 3 lvad (left ventricular assist device) and tricuspid valve repair with a 28 mm mc3 annuloplasty ring (B)(6) 2021. Since (B)(6) 2023, she has had hospitalizations for mssa bacteremia. She had a subarachnoid hemorrhage at that time, thought to be secondary to mycotic aneurysm. In (B)(6) 2023, hospitalized again for persistent mssa bacteremia, had her ICD lead explanted, and completed 6 weeks of IV antibiotics, after which, she was transitioned to cefadroxil indefinitely for suppression of infection. Presented on (B)(6) with fever of 103.2, nausea, vomiting, fever and chills. Stopped taking cefadroxil (B)(6)2024 due to no refills as she hadn't been seen in clinic. Was treated with IV antibiotics until blood cultures cleared. Taken to operating room for pump exchange on (B)(6)2024. Intraoperatively, pus encountered in the proximal part of the outflow graft in the region of the bend relief. The case was notable for bleeding, shock, and prolonged cbp time ~7 hours. Subsequently she was noted to have motor deficits and stat CT (computed tomography) head imaging showed basilar artery occlusion resulting in pontine stroke ((B)(6)2024) with significant ongoing motor / neurological deficits. Trach placed (B)(6) and peg (percutaneous endoscopic) placed 9/12. Discharged to rehab hospital on (B)(6)2024.